Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed which observed a cut tubing. The reported condition was verified. The cause of the condition was manufacturing related due to a cut performed by the packaging machine which occurs when a set is incorrectly placed in the pouch prior to packaging; leaving parts of the set outside the pouch and exposed to the packaging machines¿ blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter additional phone no.: c: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial . The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was broken. The issue occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.